Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, on skin closure, the thread broke. They had to re-suture to complete the procedure. There was no patient injury.